Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted three months later and the pace sense portion of the right ventricular (rv) lead was surgically abandoned due to continued noise. Therapy had been programmed off due to the patient receiving inappropriate shocks from oversensing of the noise. There was no asystole due to the oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise which may have been causing issues for this patient. It was originally believed to be electromagnetic interference (emi) however later boston scientific technical services (ts) was consulted to ask how to turn off tachy therapy for this patient as a result of the lead issues. The lead will later be revised. Attempts to gain additional information have been unsuccessful. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.